Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025, a sales representative reported via phone that an ar-3653ttsp knotless 2.6 fibertak® rc soft anchors repair stitch would not shuttle through. This occurred during a rotator cuff repair on (B)(6) 2025. The anchor remains in the patient, and the suture was cut out. There was a delay of about ten minutes where additional anesthesia was not administered. There was no harm to the patient.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force applied during suture passing/tightening /tensioning.